Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for leak test. Quality personnel then investigated the attachment. Maximum temperature for the attachment did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 28.3 c. Free run testing for 3 minutes resulted in a maximum temperature of 35.5 c which is within iso 13732-1 requirements. Load testing attachment for 3 minutes resulted in a maximum temperature of 30.1 c which is within iso 13732-1 requirements. During examination after disassembly, interior cap exhibited debris. Interior cap and set assembly lacked lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited slight to moderate wear along with debris and/or corrosion. All components were dry and lacked lubrication. The lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.